Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1889 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there were extravasation and white secretion around the access site. No other information was provided.